Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised patient to forget all transmitter in bluetooth settings, remove all bluetooth devices from the immediate area, close all background applications and advised to reset the smart device, which was successful. Patient reports that her smart device is now paired with her transmitter and active. No additional patient or event information is available.